Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7079528. Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7079583.

Event description:
It was reported that the spinal cord stimulation (scs) patient felt hemiplegia at home and went to an emergency clinic, where a magnetic resonance imaging (MRI) scan was performed and confirmed a cerebral hemorrhage. The patient was then urgently transported by ambulance from the clinic to the hospital. The physician has stated there is no causal relationship between the scs devices and the cerebral hemorrhage. The physician assumes the patients original hypertension was the cause of the cerebral hemorrhage. The patient was admitted to the hospital and is expected to be hospitalized for two to three weeks. The scs system remains implanted and the patient is expected to resume use of the system after their recovery.